Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an unresponsive touchscreen, and a replacement device was arranged with instructions provided for shutdown and return; blood glucose was unaffected, and the user was advised to continue cgm monitoring via the dexcom app or receiver. Symptoms included no adverse clinical effects. Outcomes included continued therapy management without interruption and no clinical impact reported. Investigation included remote troubleshooting and arrangement for device replacement with return for assessment. Investigation of this case revealed a suspected touchscreen malfunction of the pump user interface component, with no associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display or touch interface.